Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 558 mg/dl. The customer¿s current blood glucose level was 97 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer was alleging possible insulin pump for under delivery. The insulin pump will not be returned for analysis.